Event description:
It was reported that an inappropriate therapy was delivered to a patient after a morphology mismatch. Programming changes were made. Patient will be monitored and medication regimen will be adjusted.